Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were not closing properly and that the clips fell off to the side of the jaws. There were no patient consequences. Case completed with another device of the same product code.